Event description:
From staff: patient in the cardiac catheterization lab for a diagnostic heart catheterization went into ventricular fibrillation and needed defibrillator. We charged the defibrillator and went to hit shock and nothing happened. No shock delivered. Tried again, started CPR, nothing happened. No shock delivered. Disconnected the external pads from cable and reconnected and then we were able to defibrillate the patient.